Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer would not power on; lem (link electronic module) printed circuit board assembly found out of electrical specification. Analysis also found the lower case feet were worn and the rear display cover was scratched. (B)(4)

Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.